Event description:
It was reported that the right ventricular (rv) lead had oversensing. The physician indicated that the patient would be receiving radiation therapy; therefore, a new lead was not added. The rv lead was capped and an existing lead was reactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4193 lead, implanted: 2004-(B)(6); 5076 lead, implanted: 2004-(B)(6); d314trg implantable cardioverter defibrillator, implanted: 2012-(B)(6); (B)(4) stent graft, implanted: 2008-(B)(6); (B)(4) stent graft, implanted: 2008-(B)(6); (B)(4) stent graft, implanted: 2008-(B)(6). (B)(4).